Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was replaced with a 4.00mm/1.5cm/140cm s-pcb flextome small peripheral cutting balloon which also ruptured at 6 atmospheres. The device was removed, and the procedure was completed with a 5.0 mm non-boston scientific device. There were no patient complications nor injuries reported and the patient condition was good.